Event description:
It was reported the customer experienced a low blood glucose event. Customer's blood glucose declined to 47 mg/dl. Customer was able to treat their blood glucose with food. It was also found the customer had an unexpected re-initialization upon sensor insertion. The customer will monitor their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.